Event description:
Customer reported secondary unspecified chemotherapy bag fluid went into primary bag. There was no patient/user harm. No additional information was available.

Manufacturer narrative:
(B)(4). Customer indicated, the set would not be returned for evaluation as there was chemotherapy in the line. The lot number was not identified, therefore lot history record review could not be performed.